Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient reportedly had frequent sensor inaccuracies where the readings would deviate significantly from finger stick values, at times by 40 to 100 mg/dl. On approximately 08/31/2025, the patient was taken to the hospital be their spouse where they were diagnosed with low blood glucose. The cgm was 70 mg/dl while the finger stick was unknown. She subsequently lose consciousness and required hospitalization. At the hospital, the patient was treated with dextrose and was in the hospital until 09/08/2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.